Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the temperature was unstable until a connector part was pressed into the receptor and the case was completed. There was no patient harm.